Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving bupivacaine (30 mg at 17.2818 mg/day) and dilaudid (5 mg at 2.8803 mg/day) via an implantable pump. It was reported the patient had multiple volume discrepancies starting, on (B)(6) 2020, in which the expected reservoir volume was 12.1 ml and the actual reservoir volume was 16ml. On (B)(6) 2020, the expected reservoir volume was 11.7 ml and the actual reservoir volume was 15ml. On (B)(6) 2020, the expected reservoir volume was 11.4 ml and the actual reservoir volume was 18 ml. On (B)(6) 2020, the expected reservoir volume was 10.3 ml and the actual reservoir volume was 12 ml. On (B)(6) 2020, the expected reservoir volume was 10.4 ml and the actual reservoir volume was 16 ml. On (B)(6) 2020, the expected reservoir volume was 13.8 ml and the actual reservoir volume was 17 ml. On (B)(6) 2020, the expected reservoir volume was 12.8 ml and the actual reservoir volume was 15 ml. On (B)(6) 2020, the expected reservoir volume was 12.7 ml and the actual reservoir volume was 16 ml. On (B)(6) 2020, the expected reservoir volume was 15.9 ml and the actual reservoir volume was 18 ml. On (B)(6) 2020, the expected reservoir volume was 13.6 ml and the actual reservoir volume was 16 ml. There was no associated signs or symptoms and no further diagnostics or interventions. It was indicated the event was related to the device or therapy. It was noted the last two refills were within expectations for two consecutive refills. The issue resolved without sequelae on (B)(6) 2020.